Event description:
It was reported that the patient could barely walk and that their spinal cord stimulator had died. It was noted that the patient had only had the device for one year and it was supposed to last two to five years. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).